Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer (fse) removed both the latch column and the latch assembly from the tower. The latch connectors were cleaned thoroughly, and the wiring harness connections were re-crimped before reassembling the components. After reassembly, the station was restarted. The customer successfully logged into the station and recovered the failed tower door. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had tower door failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.